Event description:
Patient has a boston scientific k174 (generator under advisory, non-MRI conditional generator with an MRI conditional lead) dual chamber pacemaker w/ an atrial lead only. Pin plug in the ventricular lead port. Not atrially dependent. Had 1.5 years of battery longevity pre-MRI. Underwent MRI of his l lower extremity. Post MRI was in "safety mode". Switch to safety mode could have been caused by the MRI or just simply from the device interrogations. Patient was scheduled for a generator change (B)(6) 2025. No other testing done besides pre and post MRI device interrogations.